Event description:
The following additional information on the event was received: the perceval extra large was implanted and was reportedly too small, so the valve was then replaced with a 25 sutured edwards valve. As reported, there was no problem with the product. No further information was received on the patient impact and outcome.

Manufacturer narrative:
Based on the available information, the root cause of the reported failure to implant of the perceval valve can be traced to a valve mis-sizing in agreement with the information reported from the surgeon. No device malfunctions were reportedly identified, and the device was discarded by the site. As such, no further investigation is warranted at this time.

Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1211, s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova (B)(4) corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1211) perceval heart valve at the time of manufacture and release. Based on the available information, it is not possible to draw a definitive conclusion on the reported event. However, based on the document review performed, no manufacturing deficiencies were identified. The manufacturer is following up to retrieve additional information on the cause of failure to implant of the device, presence of any device malfunction and patient impact. Should further information be provided, a supplemental report will be submitted. The root cause remains unknown at this time. Device already discarded by the site.

Event description:
The manufacture was informed of the event through the patient tracking department. Based on the information reported in the patient implant form, a perceval valve pvs27 was implanted, explanted on discarded the same day on (B)(6) 2020. No further information is presently available. No allegation of a device malfunction nor of a serious injury was received from the site regarding this event.